Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the impedance of the associated ventricular lead was saturated at 3000 ohms. It was consequently decided to replace it. During the replacement procedure performed on (B)(6) 2020, absence of pacing was observed upon connection of the new ventricular lead to the pacemaker. It was reported that the absence of pacing could have resulted from a pacing lead polarity programmed in unipolar. As the patient was pacing-dependent, the physician replaced the pacemaker during the same intervention. Proper functioning of the new pacemaker was observed upon connection to the ventricular lead. Preliminary analysis revealed that some episodes recorded in the device memory showed non-physiological signals on both channels, which could have resulted from the beginning of an atrial lead issue and a ventricular lead issue. Expertise of the returned device revealed irregular lead tightening marks on the ventricular set-screw which indicate that the absence of pacing during the re-intervention was most probably attributable to a lead connection issue at ventricular level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the impedance of the associated ventricular lead was saturated at 3000 ohms. It was consequently decided to replace it. During the replacement procedure performed on (B)(6) 2020, absence of pacing was observed upon connection of the new ventricular lead to the pacemaker. It was reported that the absence of pacing could have resulted from a pacing lead polarity programmed in unipolar. As the patient was pacing-dependent, the physician replaced the pacemaker during the same intervention. Proper functioning of the new pacemaker was observed upon connection to the ventricular lead. Preliminary analysis revealed that some episodes recorded in the device memory showed non-physiological signals on both channels, which could have resulted from the beginning of an atrial lead issue and a ventricular lead issue. Expertise of the returned device revealed irregular lead tightening marks on the ventricular set-screw which indicate that the absence of pacing during the re-intervention was most probably attributable to a lead connection issue at ventricular level.